Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on an unknown date, the patient underwent orif surgery on rib with the implant in question. The surgery was completed successfully with no surgical delay. This incident occurred a certain period after surgery. After the surgery, the screw in question became dislodged into the thoracic cavity and remains there to this day. The surgeon commented that the cause is unknown, whether it was due to poor fixation or the patient's poor bone quality, and that they are unsure whether the screw that fell into the thoracic cavity should be removed.